Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that shortly after the implant procedure, the patient experienced left leg paralysis; however, the physician indicated that the paralysis was not related to the device. The device was removed and the patient is currently recovering in a rehabilitation facility.